Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 20222, a 25mm navitor valve was successfully implanted. It was noted via a post-operative electrocardiogram, that after implant of the valve the patient developed a left bundle branch block. The patient's annular dimensions were as follows; diameter = 33mm, sinus height = 20mm, circumference = 73.0mm and a valve opening area of 0.65cm². The final implant depth of the 25mm navitor valve was 3mm. There was no noted recapturing or difficulty implanting the 25mm navitor valve. The valve had been sized according to the instructions for use. The patient's baseline rhythm prior to procedure is unknown. There had been slight calcification noted extending beneath aortic annular plane in the interventricular septum. There was no clinically significant delay in procedure reported. The patient was hospitalized to monitor their heart rhythm. On 29 june 2022, the patient experienced a transient complete atrioventricular block. The decision was made to implant a permanent pacemaker to treat the heart block. The patient did not have a prolonged hospital stay for monitoring of rhythm after the pacemaker was implanted. The cause of the patient developing a heart block ins unknown. The patient was stable and discharged at the time of report.

Manufacturer narrative:
An event of left bundle branch block was reported. The device history record could not be reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications since not lot or serial number was provided. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The field stated that there was slight calcification extending beneath aortic annular plane and the final implant depth of the device was the recommended 3mm. Based on the information received the cause of the reported event could not be conclusively determined but may have been due to the presence of slight calcification extending beneath the aortic annular plane. There is no indication of a product quality issue with regards to manufacture, design, or labeling.